Event description:
Information received from the (B)(6). Treatment of a small unruptured aneurysm measuring approximately 2mm x 3mm located in the supraclinoidal segment of the left ica (internal carotid artery). The patient¿s baseline was baseline mrs = 1 baseline nihss score = 0 and the patient was given dual antiplatelet therapy prior to the procedure. The pru (p2y12 reaction unit) prior to the procedure was 249. On (B)(6) 2014, the patient underwent pipeline embolization treatment with on pipeline (3.5mm x 18mm) and the device was successfully implanted in the target area. The pru (p2y12 reaction unit) after the procedure was 253. On (B)(6) 2014, the patient experienced a serious adverse event of intracerebral hemorrhage including confusion, gait instability, and severe persistent headache. On (B)(6) 2014, the patient had an MRI (magnetic resonance imaging) and it revealed a left posterior frontal intracerebral hemorrhage. Neurological examination on (B)(6) 2014 showed nihss as 2. On (B)(6) 2014, the patient continued to have ongoing visual problems and gait changes, and was discharged with the following medication and will be participating in rehabilitation therapy. On (B)(6) 2014, the patient experienced a severe, serious adverse event of headache, myalgia, blurry vision, fever, cough, and shortness of breath. The patient tested positive for influenza, was admitted to the emergency department, and was given tamiflu, fioricet, and norco. Chest x-rays and a CT (computed tomography) scan without contrast were taken. CT results on (B)(6) 2014 were as follows: there is subacute hematoma in the parasagittal left parietal lobe with moderate surrounding edema. Mild effacement of the posterior aspect of left lateral ventricle. No midline shift. There was age appropriate brain parenchymal loss with proportionate prominence of the ventricles. A right frontal craniotomy is noted. There is an area of encephalomalacia in the anteroinferior aspect of right frontal lobe medially. Pipeline embolization of left intracranial internal carotid artery is again noted. There were atherosclerotic calcifications in both intracranial internal carotid arteries. A right sided mastoidectomy is noted. There is mild mucosal thickening in the left maxillary sinus associated with diffuse sclerosis of the walls of the sinus indicating chronic osteitis. Impression: 1. In comparison to MRI dates (B)(6) 2014, stable subacute intraparenchymal hemorrhage in left parasagittal parietal lobe with moderate surrounding edema. There was a mild effacement of the left lateral ventricle. No midline shift. 2. Re-demonstrated right frontal craniotomy and an area of encephalomalacia in the parasagittal inferomedial right frontal lobe. The relationship to the device was unknown. The adverse event is ongoing.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event.the device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4)

Manufacturer narrative:
The device was not returned as it was implanted. Based on the reported information, there is no reasonably suggestion that a malfunction or quality deficiency of the device occurred during the treatment procedure. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a patient condition related event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received core lab data stating that significant parent artery stenosis > 50%. This was identified at the 1 year angiogram.